Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of stenosis is listed in the esprit btk everolimus eluting resorbable scaffold system instructions for use as a known patient effect of coronary scaffolding procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2022 five esprit btk scaffolds (four 2.5x38 and one 3.0x38 mm) were implanted in the right mid anterior tibial artery. On (B)(6) 2025 the patient had 80% diffuse stenosis in the index vessel. According to the physician, the restenosis was found in one of the 2.5x38 mm scaffolds. Medications (pletaal and plavix) were administered. The patient had no symptoms. The patient was seen for a scheduled three year follow up visit. The patient was discharged on (B)(6) 2025. No additional information was provided.